Event description:
A hospital physician reported that the insulation attached to a bipolar forceps was peeling off the sides of the instrument and the gray plastic trocar tube (not an olympus product) had a chunk of plastic missing from one edge. There were no reports of pieces falling into the patient and the procedure was completed without complications.